Event description:
It was reported that a staph infection occurred. The implantable cardioverter defibrillator (ICD) was explanted. Following explant, the patient received antibiotics in a step down facility. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 implantable pacing lead, implanted: (B)(6) 2013; 6935m55 implantable tachy lead, implanted: (B)(6) 2013; 507 6-45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).